Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level of 35 mg/dl. A glucose injection and juice were consumed to address the bg level. The cause of the low bg level was not known; however, the customer thought it may have been related to medication that was being taken at the time.